Manufacturer narrative:
(B)(4) . This is a report of a use error, where a breach in aseptic technique occurred. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during set up of peritoneal dialysis therapy. The patient stated they were away from home and did not have any minicaps. The patient stated they called the clinic who informed them to soak the minicap in the same solution they soak the transfer set in and then clamp off and when the patient returned they would switch out transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.